Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the keyboard assembly. The ventilator passed all the required test.

Event description:
It was reported that the ventilator had a keyboard malfunction during patient use. There was no harm to the patient.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.